Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) went into failure analysis and the reported problem was confirmed and replicated. During visual inspection, no issues were found related to reported problem. The unit was tested on an in-house system in normal mode where it triggered no errors. During in-house system testing, golden test instruments sureform 60, stapler 45, and large needle driver including the adapters were not recognized. While continuing testing, the golden sterile adapter was not recognized either. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 22020 "inserted tool failed to engage." The probable root cause of the reported complaint can be attributed to a fault on the carriage degree of freedom (dof) 6 gearbox and the carriage dof 8 gearbox within the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced intermittent engagement issue on the universal surgical manipulator (usm4). The issue was reported to dvstat by an operating room (or) staff after completing the procedure. When the customer installed an instrument onto the usm4, it wouldn't engage correctly. They reseated the instrument as well as the sterile adapter and used a new instrument, then they were finally able to get the instrument to engage correctly onto the usm4. The issue had been intermittent for about the past week. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and found 22020 engagement errors on the usm4. The customer would like to request the field engineer inspect the usm arm 4. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to intermittent engagement issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.